Event description:
Customer reported, that they are really having a hard time wearing her aligners, due to mental health issues. It was also reported, that the patient has really bad anxiety, while wearing the aligners. No additional information was reported.

Manufacturer narrative:
Since, this event resulted in a reportable malfunction. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.